Event description:
The reporter stated that they are experiencing issues with leakage at the y site. During review of returned product it was discovered that the check valve was broken at the y creating the leakage. No pt injury or treatment associated with this event.